Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that the patient stated that he has been using renasys go again for the last two weeks for his left arm and that he did not have issues until after his nurse did his canister and dressing changes. He stated he already tried stopping the therapy temporarily and turning off and turning back on the device but it still shows blockage full. He stated he had already checked the tubing hoses and that they are all good, including his wound dressing; that dressing is sealed well and taped. He confirmed that the dressing looks collapsed, and firm and that the tubing is not bent or kinked. He confirmed that the clp is free from obstructions but stated he sometimes lay the device flat with indicators and screen facing upwards. Patient was instructed to have device in upright position since the device has been having blockage issues. Patient was advised again to turn off therapy and power down the device, plug it in the electric outlet, power back on and resume therapy. It displayed continuous only for a couple of minutes and then switched back to blockage full. Patient was instructed milking the tubing and the device only worked temporarily to continuous and in about 5 minutes, it would switch to blockage full. Patient also was instructed to disconnect his device at quick click connector, leave cap open on the device side, and close end of other tubing with tethered cap (soft port side). After the patient performed this last troubleshooting step, full blockage alarm resolved. Informed him that since alarm condition got resolved, a blockage is present within the soft port and it needs to be reassessed and replace as needed per clinical guideline. No additional information is available and no harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.